Manufacturer narrative:
H10: no product samples, videos, or photographs were returned for investigation, however, the DHR for lot 4749754 was reviewed and there were molding irregularities found with the poppet component that can lead to leakage. The complaint of leakage is confirmed. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. The list and lot number of the device was identified as part of a voluntary recall. ICU medical is notifying affected customers via a letter requiring removal of the affected products from the market.

Manufacturer narrative:
The device is available for evaluation. It has not been received.

Event description:
The event involved a spinning spiros® closed male luer, red cap that the customer reported a leak of gemcitabine. The spiros was attached to a bd alaris IV line. The healthcare provider was wearing proper personal protective equipment (ppe). There was patient involvement and the chemotherapy landed on the skin of the patient, however, the area was cleaned per protocol and there was no report of patient harm.